Event description:
Customer alleged the right front wheel and assembly came off while he turned a corner. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a, (B)(4) is approximately 3 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The right front caster and assembly allegedly came off while user was in motion, turning a corner. User as skinned up and bled, but did not seek any medical intervention. It us unknown if the consumer was wearing a seat positioning strap. The owners manual warns, "always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user."